Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Initial reporter address and phone number are unavailable for reporting. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a tomofix plate system explant surgery on (B)(6) 2016, a locking screw was difficult to remove and the extraction screw tip broke during attempted removal of this screw. The surgeon noted that the hexagonal head of the locking screw which has implanted in the second distal hole was worn out. When the surgeon attempted to remove this locking screw with the extraction screw, the extraction screw broke and the tip fragment remained in the locking screw head. The surgeon used carbide drills to drill the bone away from around the locking screw and was able to explant it. The surgery was completed with a 60 minute delay due to the reported event. The initial implant surgery was performed on (B)(6) 2014 as part of a high tibial osteotomy. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable. The instrument was broken at the thread. A device history record review was performed for the affected lot with no abnormalities or deviations detected that would lead to the complaint failure. All dimensions relevant for the function of the product were measured and found to fulfill specifications. The hardness was also tested and found to meet the specification. Additionally, the material was checked (the certificate of the shipment, which was closest to the manufacturing date, was checked as no lot number was available for the processed raw material). Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: throughout the process for removal of the locking screw, the breakage must have occurred. The likely cause was an overloading situation with the application of too much force. Device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.